Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: additional information: follow up #2: additional information, correction and device evaluation plant investigation: a quantity of twenty companion samples of (B)(4) and lot number of 17er08027 were returned to the manufacturer for physical evaluation. The actual device was not returned for evaluation. A visual inspection was performed on four companion samples and was found acceptable. During the visual inspection there were no defects observed. A simulated use test was performed to four companion samples. During the test there were no leaks observed. The test was completed successfully. The companion samples met visual inspection and simulated use test with acceptable results, with no issues detected. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported finding a fluid leak following the treatment. When they opened the cassette door they found fluid leaking inside the cassette door. During follow up the patient¿s contact reported that the patient did not have any signs of infection. The patient was reported to have fibrin and had heparin administered as procedure. No adverse event reported at this time. The set may be available for evaluation.